Event description:
It was reported that during implant, the physician could not tighten the set screw of the connector block for the atrial lead. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw had a rounded socket.